Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As there will be no analysis performed. Medtronic, inc. (Medtronic) is submitting this report to comply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant when the patient stood up the implantable cardioverter defibrillator (ICD) sank toward the fifth rib. The right atrial (ra) lead had completely dislodged and the right ventricular (rv) lead had partially dislodged. The leads were repositioned, given extra slack and the device pocket was revised. The device and leads remains in use. No patient complications have been reported as a result of this event.